Manufacturer narrative:
The reported event was confirmed but the root cause is unknown. Evaluation of the photo samples suggests that there are multiple cracks along the shaft and the drainage funnel of the catheter. The photo samples are not sufficient to definitively determine the root cause of the event. A potential root cause of the reported event could be improper compounding of raw material due to which the catheter surface skinned and cracked, resulting in procedure delay, product not being usable, and replacement of device. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rubber on the catheter was cracking which was noted prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that rubber on the catheter was cracking which was noted prior to use.